Manufacturer narrative:
Pensar medical attempted to obtain the omitted informationas part of internal complaint handling activities 1. Patient information (a1-a6) not reported. 2. D4 lot number and expiration unknown - not reported. 3. E1 initial reporter details unknown - not reported. 4. H7 no remedial actions taken. 5. H9 n/a for this report. The white foam dressing p/n 0609 was in use for wound management of a tunneled wound. Small pieces of foam were noted remaining in the tunneled area during dressing removal/change. Potential for wound contamination / infection exists. Device labeling specifies precaution for foam fragments due to cutting to shape and tunneled wounds. Device was not returned for evaluation. This report is being submitted based on re-evaluation of reportability requirements per pensar CAPA 045.

Event description:
It was reported that small pieces of the white foam used in negative pressure wound therapy (p/n 0609, white foam, UDI (B)(4)) were left in the wound's tunneled area during a dressing change at medcare infusion services. Purulent wound drainage was noted. The foam fragments were not recovered, and the device was not returned for inspection. No follow-up information was received prior to complaint closure. Conservative determination - MDR reportable - the device may have malfunctioned in a manner that could contribute to a serious injury.